Event description:
A malfunction on the pump was reported by the caller, which took place on october 19, 2025. The provided malfunction code was malf 12, and the caller did not contact cts when the issue occurred. There was no adverse impact to the customer's blood glucose level. After the pump's battery depleted, the caller recharged the pump and resumed using it.